Event description:
It was reported that all the leads were dislodged due to twiddlers syndrome. An x-ray examination confirmed the dislodgement of the leads. The ra and rv lead helix's were damaged and could not be extended, as such both leads were explanted and replaced. The lv lead was repositioned and kept active in the body. The patient was stable before and after the procedure.